Manufacturer narrative:
(B)(4).

Event description:
It was reported that "inaccurate cgm values" occurred. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. The reported glucose values fall within the d zone of the parkes error grid.

Event description:
It was reported that "inaccurate cgm values" occurred. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. It was indicated that the patient entered bg values outside the 40-400 range, which is misuse of the device. The reported glucose values fall within the d zone of the parkes error grid.

Manufacturer narrative:
(B)(4).